Event description:
A home pt contacted baxter's technical service ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 3/6 of his automated peritoneal dialysis therapy. Reportedly, the home pt's transfer set became disconnected from the pt line of the homechoice set during therapy for an unk reason. Baxter's technical service ctr assisted the home pt in ending the therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.